Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for follow up. The device could not be interrogated by the merlin programmer on several attempts. The patient reported that he felt a painful popping sound when he moved a certain way during physiotherapy. Due to the patient's overall poor health, the decision was made to not replace the device.